Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device should have been disassembled into four parts for cleaning, but it was only disassembled into three parts for cleaning. The issue was found during service/maintenance there were no reports of patient involvement.

Event description:
No additional information.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, h2, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. A definitive root cause could not be identified. Based on the results of the investigation with the information provided by the cusotmer, it is likely the following led to the malfunction: it is presumed that there was an error in the reprocessing procedure performed by the customer. The device should have been disassembled into four parts for cleaning, but it was only disassembled into three parts for cleaning. Olympus will continue to monitor field performance for this device.